Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during an unknown type of... According to the complainant, they could not get the clip to deploy. No other information was available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and there was a kink in the control wire near the handle. The clip assembly was located just inside the over sheath. Functionally, the clip assembly was exposed, the control wire was actuated several times and deployed. The condition of the returned incident device was not verified with the complaint that the clip would not deploy. The most probable root cause has been determined to be operation context. As evident by the kink in the control wire and the sheath grip being detached, the design limits of the device may have been exceeded due to the anatomical and/or procedural factors encountered during the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).